Event description:
Customer reported that the proximal female luer disconnected from the tubing of the extension set at the bonding site. Female luer of the b1032 had a baxter interlink injection site connected to it.